Manufacturer narrative:
(B)(4). Approximate age of device - 7 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a yellow wrench alarm while at home while on the mobile power unit, and that the patient had performed a system controller exchange. The patient called the vad coordinator, and reported being connected to the backup system controller and the system controller screen displayed "charging". The patient was asymptomatic. The vad coordinator then instructed the patient to realign and connect the driveline to the system controller. The patient successfully made the connection, and pump function resumed. It was reported that the pump was off for approximately 4 minutes. A log file was provided to the technical service representative for review which indicated that the patient was on the mobile power unit when ac power was interrupted, and the system controller¿s emergency backup battery (ebb) supported the system as expected, and there were no interruptions to lvad support. The log file also confirmed a backup battery fault alarm prior to the system controller exchange. No additional information was reported. The event is being reported for the difficulty with the driveline connection.

Manufacturer narrative:
Corrected information. The patient's primary system controller with device serial # (B)(4) exhibited yellow wrench alarms. The patient had difficulty connecting the driveline to the backup system controller with device serial # (B)(4). (B)(4). Approximate age of device ¿ 7 months. (Calculated from the date when the system controller was issued to the patient.) The patient's backup system controller remains in use supporting the patient. As a result, a device related issue could not be determined. The submitted system controller log files suggest that the primary system controller was disconnected at 7:26pm on (B)(6) 2016 and the backup system controller was not connected to an lvad until 8:32pm. The submitted system controller log files suggest that the pump was off for approximately 1 hour. Once the driveline was connected, the backup system controller operated the pump at the set speed without issue. The system controller remains in use and no further issues have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.